Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range pacing impedance measurements. Farfield oversensing on the atrial channel was also noted. Inappropriate atrial tachy response (atr) episodes were noted due to the oversensing. Atrial sensitivity was reprogrammed which resolved the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device and lead will continue to be monitored. Should additional information become available this report will be updated.